Event description:
It was reported that during an unknown procedure, after the device was fired, the surgeon found that only part of the staples were fired and the tissue was bleeding. The procedure was converted to open. The patient is stable.

Manufacturer narrative:
Date sent: 08/20/2008. Information anticipated, but unavailable at this time.